Event description:
It was reported that the burr caused the wire to detach. The 10 mm long target lesion was located in the moderately tortuous and severely calcified rca.4av.pd branch point. A 1.50mm rotapro and rotawire drive were selected for percutaneous coronary intervention. During the procedure, there was resistance felt between the rotawire and burr from the time of delivery. The lesion was ablated with a set rotation speed of 200,000 rpm three times at 10 seconds per cycle with a rotation speed reduction of up to 10,000 rpm. During removal in dynamode, the wire was torn about 1cm from the tip. The fragment was not retrieved from the patient's body. The procedure was completed using another of the same device. There were no further patient complications, and the patient was stable and discharged from the hospital.

Manufacturer narrative:
A4: weight: 74.7 kg. Investigation results: device analysis findings: returned product consisted of a rotapro atherectomy system with a related rotawire within the device. Inspection of the device did not identify any damages or defects. Product analysis confirmed the reported guidewire restriction event, as wire insertion testing failed due to kinks to the returned rotawire which caused resistance during removal. When tested with a test rotawire, the wire was able to be inserted into the burr, exited the advancer, and was able to be removed with no resistance or issue. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on a thorough review of the reported complaint, the most probable cause for this complaint was considered cause traced to another device. Based on the reported information and device analysis, it was considered likely that the reported event occurred due to factors encountered during the procedure, such as the damage to the returned rotawire.

Event description:
It was reported that the burr caused the wire to detach. The 10 mm long target lesion was located in the moderately tortuous and severely calcified rca. 4av.pd branch point. A 1.50mm rotapro and rotawire drive were selected for percutaneous coronary intervention. During the procedure, there was resistance felt between the rotawire and burr from the time of delivery. The lesion was ablated with a set rotation speed of 200,000 rpm three times at 10 seconds per cycle with a rotation speed reduction of up to 10,000 rpm. During removal in dynamode, the wire was torn about 1cm from the tip. The fragment was not retrieved from the patient's body. The procedure was completed using another of the same device. There were no further patient complications, and the patient was stable and discharged from the hospital.

Manufacturer narrative:
A4: weight: 74.7 kg.